Event description:
A 12 french kimberly-clark mic key low profile gastrostomy feeding tube was surgically placed into the pt. The balloon was filled per MFR's instructions. On post-op day 2, the balloon had ruptured and the feeding tube came out, leading to another surgical procedure.